Manufacturer narrative:
Evaluation summary inadvertently left off of follow up report #1. Results of evaluation: conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with the clip jammed under the floor. No conclusion could be reached as to how the clip had become jammed. The jammed clip was removed and the instrument was cycled, fed, and formed the clips within design specification. If there is too much tissue into the jaws, the clip may become jammed under the floor. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The device was used during a laparoscopic cholecstectomy. The clip malformed from the second firing. After that clip jammed the surgeon used new clip applier to finish the case. There was no consequence to the pt.